Event description:
Customer reported high blood glucose levels. Customer stated that her blood glucose reading before lunch was 200 mg/dl and increased to 400 mg/dl after lunch. Customer reported having to change her infusion site. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.